Event description:
Patient has a history of cerebral palsy related spasticity who has been treated for this spasticity with an intrathecal baclofen pump. He has had a recent history of intermittent withdrawal symptoms. Because of the fact that a dye study could not be performed due to poor flow, we have recommended presumptive replacement of the catheter. Doctors reopened both incisions to expose the catheter and pump. The pump was found to have rotated in the pocket, with an apparent kink of the tubing at its orifice. The dacron pouch was scarred in, but the pump was not within it. Doctors also dissected the catheter in the dorsal incision. The catheter was found and its entry into the paraspinous muscles was identified.